Event description:
A falsely elevated troponin I result of 5.13 ng/dl was obtained. The result was not reported to the physician. The same sample was tested on an alternate instrument and results of 0.09, and 0.07 ng/ml were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences. Analysis of the instrument data by a dade behring techcinal assistance center representative indicated that the most likely cause for the falsely elevated troponin I result was misaligned r2 probe.